Event description:
Physician intended to use a resolute integrity 2.25 x 30 mm otw to treat a coronary lesion. It is reported that during positioning the stent became stuck on a previously implanted stent and unraveled in the lad. The stent and shaft were both reported to be kinked. Another resolute integrity 2.25 x 30 mm otw device was successfully used instead. No reported patient complications.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). No results available since no evaluation was performed (device or procedural images were not returned for review). Related to operational context (stent reported to have become stuck on a previously implanted stent previously implanted stent). Evaluation conclusions: known inherent risk of a procedure (stent deformation). Unable to confirm complaint (device or procedural images were not returned for review). Operational context caused or contributed to the event (stent reported to have become stuck on a previously implanted stent previously implanted stent). (B)(4).